Event description:
It was reported that when the device was used during a gastric bypass. Procedure. "The device would not fire when attempting to staple stomach. The stapler would close, but would not fire smoothly. The stapler would close, but would not fire smoothly. When reopened. The staples were not intact." The staples were not formed. There is no known consequence to the patient.